Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad trace. Insulin pump had minor scratches on lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip. Numbers do not ramp up on their own or scroll bar moving with no input.

Event description:
It was reported that the numbers of the insulin pump were ramping or the scroll bar was moving up or down with no input from the customer. The customer's blood glucose was unknown. Nothing further was reported.